Event description:
It was reported that the 9600 system had a broken transverse lock. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transverse lock was replaced during the service call. The system was tested and found to be working as intended and put back into service.